Manufacturer narrative:
Weight, ethnicity: unknown, not provided. Date of event: unknown, not provided. The best estimate date is between (B)(6) 2021- (B)(6) 2021. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis intraocular lens (iol) was explanted from the patient's left (os) eye due to lens had dislocated. Account provided that vitrectomy was performed and no lens was implanted following the explant. Patient outcome was not available; however, account reported that there was no patient injury. No further information available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: oct 1, 2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and no cosmetic issues were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.